Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. An as-received simulated treatment was initiated and completed without failures. The cycler underwent and passed a system air leak test, valve actuation test, voltage calibration check, and a patient pressure sensor calibration check. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Event description:
It was reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced an infection in his abdomen with pain. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2021 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2021 presented with pseudomonas aeruginosa and a white blood cell (wbc) count of 2722/mm3. The patient was diagnosed with peritonitis due to unknown etiology. It was stated, a patient contact felt the infection was from not covering air conditioning vents during the patient¿s ccpd therapy on the liberty select cycler at home; however, this could not be confirmed as a source of the infection by the outpatient clinic. The patient was not hospitalized for this event and prescribed intraperitoneal ceftazidime at 2000 mg every day for three weeks. Following this event, the patient presented to the outpatient clinic on (B)(6) 2021 with drain complications due to a buildup of fibrin in his pd catheter (not a fresenius product) caused by the persisting peritonitis infection. The patient¿s pd catheter could not be cleared in the outpatient clinic. As a result, the patient underwent a planned outpatient procedure on (B)(6) 2021 for a central vascular catheter placement in favor of hemodialysis (hd) as it was determined the patient required back up in-center hd for renal replacement therapy while he recovers from his peritonitis infection. The patient is recovering from this event and has recently become asymptomatic. It was confirmed, though the cause of the patient¿s infection remains unknown, the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues with in-center hd following this event with plans to return to ccpd therapy on a newly received liberty select cycler upon resolution of the infection.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The root cause of the patient¿s peritonitis is unknown; however, it was confirmed by a medical professional the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). This is further evidenced by the presence of a hospital acquired pathogen that typically has sub-optimal response to antibiotic therapy. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a source of this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
It was reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced an infection in his abdomen with pain. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2021 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2021 presented with pseudomonas aeruginosa and a white blood cell (wbc) count of 2722/mm3. The patient was diagnosed with peritonitis due to unknown etiology. It was stated, a patient contact felt the infection was from not covering air conditioning vents during the patient¿s ccpd therapy on the liberty select cycler at home; however, this could not be confirmed as a source of the infection by the outpatient clinic. The patient was not hospitalized for this event and prescribed intraperitoneal ceftazidime at 2000 mg every day for three weeks. Following this event, the patient presented to the outpatient clinic on (B)(6) 2021 with drain complications due to a buildup of fibrin in his pd catheter (not a fresenius product) caused by the persisting peritonitis infection. The patient¿s pd catheter could not be cleared in the outpatient clinic. As a result, the patient underwent a planned outpatient procedure on (B)(6) 2021 for a central vascular catheter placement in favor of hemodialysis (hd) as it was determined the patient required back up in-center hd for renal replacement therapy while he recovers from his peritonitis infection. The patient is recovering from this event and has recently become asymptomatic. It was confirmed, though the cause of the patient¿s infection remains unknown, the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues with in-center hd following this event with plans to return to ccpd therapy on a newly received liberty select cycler upon resolution of the infection.